Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: knee femoral component; knee tibial baseplate; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient received a revision of a left total knee due to instability. The patient fell a few times and had no ligament stability.